Event description:
Pump emptied within 48 hours. Set on 7ml/hr. Fill volume 500 ml.

Manufacturer narrative:
The devices involved in this complaint have been received for eval. The info contained herein is based on the info provided by the initial reporter. The info provided indicated that two pumps infused too quickly. No adverse event occurred with either pump. The pumps are being evaluated. When additional info that is pertinent to this event becomes available, I-flow will reopen the complaint.